Manufacturer narrative:
Reporter first name: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device cannot charge during patient usage. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.